Event description:
During a phacoemulsification procedure the phaco machine reportedly gave an error that was not cleared. The surgeon converted the procedure to an extracapsular cataract extraction and completed the surgery.